Manufacturer narrative:
Additional information was received that the patient underwent an ipg pocket revision and is doing well.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging.